Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: sion, xt-r, gaia 1st, gaia 2nd; guide catheter: brite tip. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a concentric lesion in the 99% stenosed mid to distal right coronary artery, which was moderately tortuous and moderately calcified. Several non-abbott guide wires crossed the lesion. A vessel perforation occurred during advancement of an additional non-abbott guide wire. A 2.8x19mm graftmaster stent graft system was advanced along another wire to the perforation. When an attempt was made to inflate the graftmaster stent graft system, blood came into the inflation device. It was assumed that the graftmaster balloon had ruptured, so the graftmaster stent graft system was immediately inflated to 18 atmospheres and hemostasis was completed with the graftmaster stent graft. The procedure was completed without any issue. After the procedure, it was noted that there was a leak between the hypotube and the connection of the distal shaft of the graftmaster stent graft system. There was no report of a clinically significant delay in the procedure and no adverse patient effect caused by the device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported shaft leak was confirmed. The investigation determined the reported shaft leak appears to be related to circumstances of the procedure. Based on the visual and functional analysis of the device, there is no indication of a product quality issue with respect to design, manufacturing or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.